Manufacturer narrative:
A ge service rep performed an on site investigation. The power motor relay pcb assembly was evaluated and replaced and the 5vdc power supply was optimized to the correct operating voltage. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to power to a usable state and exhibited a non-recoverable loss of functionality. No pt serious injury or death was reported related to this event.